Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 2954740-2017-00094. The orbit galaxy g2 coil was not returned for investigation therefore the root cause of the coil¿s resistance and separation in the patient could not be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective actions will be taken at this time.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 2954740-2017-00094. Additional procode: krd. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coiling of an aneurysm a resistance was experienced when using a galaxy g2 3.5x7.5 coil. The coil was introduced into an unknown coiling microcatheter; however, it became stuck and broke off in the catheter. There were no adverse events associated with this device failure. The procedure was delayed by 10 minutes. The broken device was easily removed without additional intervention. It is unknown if the complaint device is available for investigation.